Manufacturer narrative:
A steris service technician arrived on site to inspect the unit and found the drying piston valve was broken. The technician replaced the drying piston valve, seal and o-ring. A test cycle was performed, the unit was confirmed operational and returned to service.

Event description:
The user facility reported a reliance synergy washer was leaking water on to the floor. No procedural delays or cancellations occurred. No injuries to hospital staff or patients were reported.